Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) over 500 mg/dl associated with the pump¿s time and date resetting. There were no reported signs or symptoms of hyperglycemia. The patient reportedly remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter noted that the patient has parkinson¿s disease and was taking coconut oil. Reportedly, the time and date reset when the battery was removed from the pump for less than 24 hours. Use error was determined to be a contributor in the alleged bg excursion, as the pump prompts the user to confirm the time and date settings when the pump is rebooted. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a time/date reset issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/24/2014 with the following findings: the black box indicated a time/date reset after power on resets on 05/18/2014. Insulin deliveries were interrupted for 12hrs 07mins due to a time/date reset. The black box showed a manual time change from 05/19/2014 13:43 to 01:43. The pump was exercised for 24 hours to fully charge the internal clock battery component. After 24 hours, the battery was removed for 6 hours, then reinserted, and it was observed that the time and date reset to 12:00am 01/01/2007. The total daily delivery totals added up correctly. A delivery accuracy test was successfully completed and the pump was found to be delivering accurately and within required range. The pump cover was removed and visible inspection confirmed that there was a malfunction in the internal clock battery. Unrelated to the initial complaint, the battery compartment was observed to be cracked at the case seal. The returned battery cap was able to attach to the pump and was used to complete all testing.